Manufacturer narrative:
A titan pump, cylinders 1 and 2, and detached inlet tube with connector were received for evaluation. A separation with abrasion was noted on the shorter exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on both exhaust tubes of the pump. These were not sites of leakage. Abrasion was also noted on the inlet tube of the pump. No functional abnormalities were noted with either cylinder. Tow sutures were attached to both cylinders. Abrasion was noted on the detached inlet tube. No functional abnormalities were noted with the tube or connector. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot # 3717563.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2015 and revised on (B)(6) 2021 due to a malfunction, pump tubing fracture.

Manufacturer narrative:
Lot number: 3717563. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information a pump tubing fracture occurred. The device was replaced.